Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted reagent probes 1 and 2 and adjusted the ancillary queue because the probe was not centered. The cse also discovered that the pinch valve for aspirate probe 2 did not close, and the cse replaced the pinch valve. The cause of the discordant troponin results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00365 was filed on june 9, 2014. Additional information (05/15/2014): two patient results from this event were not included in the initial MDR.

Event description:
Two additional patient samples tested on the advia centaur instrument produced inconsistent results. Each sample was tested four times, and one of the four replicates was clinically discordant compared to the other three results. It is unknown which troponin results were reported to the physician(s) for those two patients.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and resulted lower. Two additional patient samples (sample 4 and sample 6) were tested for troponin on the advia centaur instrument and produced inconsistent results. Each sample was tested four times, and one of the four replicates was clinically discordant compared to the other three results. It is unknown which troponin results were reported to the physician(s) for those two patients. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.